Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod136, patient experienced "tube has shifted/moved into the anterior chamber;" and was instructed to pause ocular massages. On pod160, patient experienced "intraocular pressure elevated to 26 mmhg" and was provided brinzolamide and timolol maleate eye drops 1-2 drops bid. On pod167, "the tube was found to have shifted under the fissure, intraocular pressure increased to 38 mmhg," and was provided tafluprost eye drops 1-2 drops qn. Events not resolved. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod136, patient experienced "tube has shifted/moved into the anterior chamber;" and was instructed to pause ocular massages. On pod160, patient experienced "intraocular pressure elevated to 26 mmhg" and was provided brinzolamide and timolol maleate eye drops 1-2 drops bid. On pod167, "the tube was found to have shifted under the fissure, intraocular pressure increased to 38 mmhg," and was provided tafluprost eye drops 1-2 drops qn. Events not resolved. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Hcp additionally reported, on pod167, "the tube extended into the anterior chamber by 5.5 mm." On pod175, patient was hospitalized and underwent tube repositioning. On pod176, slit lamp examination showed the tube was 1.5 mm in anterior chamber and 4 mm in conjunctival space, iop was 7 mmhg, and patient was discharged from the hospital. Events resolved. Device remains implanted.